Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the insp of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right ventricular (rv) lead dislodged and a revision procedure was attempted. At the revision procedure, it was difficult to use the helix and good placement could not be obtained. As a result, the lead was explanted and the left ventricular (lv) was plugged into the rv port to support pacing until the next day when another procedure would be performed. To date, there have been no adverse pt effects reported. As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.